Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) lead exhibited two sudden increases in pacing impedance, which were high out of range. Reportedly, the rv lead pacing and sensing were switched to unipolar configuration due to the increase in impedance. In addition, the lead recorded noise and oversensing. The device was reprogrammed back to bipolar configuration by the physician and further advise was requested to technical services (ts). The rv lead is a non-boston scientific product. The implantable pacemaker system remains in service. No adverse patient effects were reported. Additional information provided from ts review indicates that the device recorded two lead safety switch (lss) due to pacing impedance high out of range. Ts advised to perform several steps to exclude/confirm potential lead impairment and understand options to ensure pacing capture and proper brady support. The device system remains in service. No adverse patient effects were reported.